Event description:
A facility reported that the tip at the end of a disposable catheter passer ID(B)(6) broke off during surgery and had to be removed from the patient. There was no surgical delay and no patient harm. No additional surgery was required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The disposable catheter passer (ID 821517) was not returned for evaluation as the product was discarded and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information: "the passer broke while the surgeon was tunneling. It was in the subcutaneous tissue, identified by x-ray or CT scan (can't remember) and removed at the patient bedside the next day. There was no patient harm other than having to have it removed."

Event description:
N/a.